Manufacturer narrative:
The device was returned to a third party service center and an evaluation identified that the device failed to charge its internal battery. The internal battery was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective battery. There was no harm or serious injury reported as a result of the event.